Event description:
Rn noticed small red line under transparent (adhesive surrounding cerebral nirs) on right side. Rn pulled nirs back to investigate and the patient appeared to be in pain. Rn noticed black on the skin and immediately brought charge nurse to bedside. Nirs probe removed and oval shaped dark purple to black wound with square indention from nirs light was discovered. Physician brought to bedside to assess. He informed family that the nirs probe had burned the patient. Flank nirs removed as precaution at that time. No skin injury to flank. Patient evaluated by wound care and plastic surgery for appropriate treatment. Wound was left open to air. Dermagel (elasto-gel) dressing was placed the following day with small thick, gelatinous, dark, old bloody drainage on edge of lesion as blister had loosened. Wound is being treated with elastogel dressings every 3-5 days and wound care following patient. Patient has been sedated throughout stay at hospital.